Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2016.

Event description:
It was reported that the patient's lead had a possible fracture, noise and impedance issues. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.